Event description:
Switch on legs of medi-man lift did not function properly. Did not release legs to move to a wider position. Aide went to the front of the lift and tried to manually spread the legs of the lift. In the process, the lift turned over. No injury to resident as he was positioned over a chair. Problem was that the lift did not function properly in as much as the legs would not open. This prevented the lift from being placed so that the sling was directly over the chair. As the lift fell, employee was struck on the left temple and left shoulder. Employee became ashen, nauseous and developed headache and left shoulder pain. Employee was allowed to lay down with ice pack to head.

Event description:
Switch on legs of medi-man lift did not function properly. Did not release legs to move to a wider position. Aide went to the front of the lift and tried to manually spread the legs of the lift. In the process, the lift turned over. No injury to resident as he was positioned over a chair. Problem was that the lift did not function properly in as much as the legs would not open. This prevented the lift from being placed so that the sling was directly over the chair. As the lift fell, employee was struck on the left temple and left shoulder. Employee became ashen, nauseous and developed headache and left shoulder pain. Employee was allowed to lay down with ice pack to head.